Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Based on the available clinical information, the tachyarrhythmia is most plausibly related to the patient¿s underlying cardiac condition and hemodynamic instability.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 56-year-old male patient with a history of coronary artery disease who presented with cardiomyopathy. The primary clinical classification was acute decompensated chronic heart failure, with a secondary classification of non-ischemic etiology. The patient exhibited non-sustained ventricular tachycardia (nsvt). A transthoracic echocardiogram (tte) was ordered to evaluate device position but had not yet been completed at the time of reporting. The patient remains on impella 5.5 support. The reported event involves tachycardia requiring surgical intervention in the setting of advanced cardiomyopathy and ventricular arrhythmia. Based on the available clinical information, the tachyarrhythmia is most plausibly related to the patient¿s underlying cardiac condition and hemodynamic instability.

Manufacturer narrative:
Additional information: b5 6b. Explantation day, month and year.

Event description:
Additional information received reporting the device was explanted.